Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected system onsite and confirmed that the system was not switching on. As part of troubleshooting, the fse reviewed system log files and found the issue with system software. To resolve the issue, the fse reloaded the software into suite pc, restored the backup and checked the system operation, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.